Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID neu_unknown_cath lot# serial# unknown product type catheter product ID neu_unknown_cath lot#/serial# unknown product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding an explanted device. It was reported that the rep had a catheter that believed was faulty. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath lot# serial# implanted: explanted: product type catheter product ID neu_unknow n_cath lot# serial# implanted: explanted: product type catheter. Information references the main component of the system. Other relevant device(s) are: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding an explanted device. It was reported that caller stated that she had a catheter that she believes was faulty from (B)(6) patient at (B)(6) hospital. Caller stated that she asked the rep if the catheter needed to be returned but she has not heard back from him. Caller asked if we require the catheter to be sent back to medtronic. Ts explained that it's not required but if they want to have it tested, then they would need to send it back. Caller stated that if it was not required, she won't send it back and will discard it. Caller got off the phone abruptly. No time to ask more questions. No symptoms reported.